Event description:
Event description boston scientific received information that this transvenous ventricular lead was explanted because of intermittent noise at nominal sensitivity and intermittent inhibition of pacing. The patient was pacemaker dependent. When the lead was explanted, the proximal part of the proximal coil was slightly stretched.